Manufacturer narrative:
This MDR was filed in error, refer to 3004774118-2018-00190 for correct report.

Event description:
This MDR was filed in error, refer to 3004774118-2018-00190 for correct report.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The device remains in the patient and was not available for evaluation. The subject screw was placed at the most caudal level of a three-level plate, spanning c4 to c7. Post-operative migration was confirmed through analysis of patient x-rays. It was reported that subject cover appeared to be locked in immediate post-operative films, however this positioning could not be confirmed on available images.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to a screw back-out, loosening or disengaging post-operatively.